Manufacturer narrative:
The reporter stated that "non company ophthalmic viscoelastic device (ovd) was used as a viscoelastic, which is not qualified to be used with company device. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. Customer states the use of non-qualified ovd. The use of an unqualified ovd may cause damage to the iol and potential complications during the implantation process. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, the physician advanced an iol by moving the plunger, but the iol got caught between the nozzle and the plunger on the way and he released his finger from the lever. When pressed the lever again while adjusting it little by little, the plunger managed to advance the iol and implant it into the eye. The surgery was completed without product replacement. Additional information has been requested.